Event description:
A patient reported blood glucose results of "9.0 mmol/l" with a lifescan meter and "6.8 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.